Manufacturer narrative:
The investigation included a review of the calibration, qc data, and preanalytical data: the calibration was last performed on 13-jul-2025. The qc results were outside the 3 standard deviation range. The qc for levels 1 and 3 failed on 22-jul-2025. The alarm trace had a liquid flow cleaning recommendation, sample short, and abnormal aspiration alarms. The field service engineer inspected the analyzer and determined that an issue with the calibrator lot had caused the event. He replaced the reagent and diluent. The customer performed a recalibration using a new lot. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number is 85448501, with an expiration date of 31-jul-2026. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ca 15-3 ii results from thirty-eight patient samples tested on the cobas 8000 e 801 module. The following examples of discrepant results were provided: patient sample 1: the initial result from the module was 44.78 u/ml. The repeat result from another e 801 module was 32.6 u/ml. Patient sample 2: the initial result from the module was 42.89 u/ml. The repeat result from another e 801 module was 32.9 u/ml. The qc failed, prompting the rerun of the patient samples. The repeat results were deemed correct.